Manufacturer narrative:
The ge field engineer (fe) inspected the unit, and found that the I/o board and related cables were defective. The fe replaced the board, the cables and verified that the table locks were performing according to specifications.

Event description:
The table locks did not actuate, causing the tabletop to move in two directions without resistance. There was no injury reported. The issue was discovered as the operator was setting up a pt. This situation could contribute to an injury if a pt or operator were unaware of this condition while loading a pt. The ensuing instability could lead to a fall.